Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error 63. The alarm occurred twice during self-test. Customer's blood glucose level was 7.4 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the self test and displacement test. No pump error 63 was noted during testing. No visual defects of the solder joints at the ambient light sensor or traces at the keypad assembly noted. The pump was received with minor scratches on the lcd window and case.